Event description:
A report was received that the patient started to lose sensation in the legs after the implant procedure. The physician wanted to avoid an epidural hematoma from forming and removed the patients lead from the epidural space. The lead was only placed under the skin and was re-implanted into the epidural space a week later.